Event description:
Keyboard anomaly problems particularly with the up arrow and not able to deliver bolus. Advised customer to install new batteries and the up arrow button was still unresponsive. A self test was performed and no beep alarm was heard.